Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump's settings were incorrect, causing the customer to experience unspecified high and low blood glucose levels. Tandem technical support made multiple attempts to obtain further information regarding the settings changes, but has not been able to reach the customer.